Event description:
Ahus has rec'd word that an incident had occurred with a resident in a sara 3000 lift. No other current details are available. The sara-3000 has been taken out of service until technical service has completed an inspection. There may have been an injury. Caregiver felt that she may have been using the wrong device but the pt was assessed for the lift used. Ref # MFR 3007420694-2014-00031.